Manufacturer narrative:
(B)(4). Since this instrument was not returned for evaluation and lot information has not been provided, we are unable to determine where and when it was produced or perform a thorough DHR review at this time. Since the instrument was not returned for evaluation and pictures were not provided we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture. No corrective action required at this time.

Event description:
With the misalignment of the jaws the applier was not able to hold or close the clips properly. The applier was replaced by a new one. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
With the misalignment of the jaws the applier was not able to hold or close the clips properly. The applier was replaced by a new one. The patient's condition was reported as fine.